Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibitng n/r during interrogation for intrinsic amplitude test and would not end test. Then screen then locked up and the programmer had to be rebooted. A second programmer was used and exhibited the same issue. There were issues with the date recorded during testing. Impedance and threshold tests were tried and unsuccessful. The device could be programmed and arrhythmia logbook could be checked. Daily measurments showed n/r for all tests since december 7, 2005. The last interrogation was november 23, 2005. No adverse patient symptoms were reported.